Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the channel blockage and grease remaining was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. There was blockage evident in the air/water channel. In addition to the excessive grease found within the side cover, other evaluation findings are as follows: the light cover glasses was chipped with pitted adhesive; the optical cover glass adhesive was also pitted; the distal end cap was damaged; the distal end adhesive was discolored; the water flow, the water removal, and the down angle were not to specification; and there were minor marks evident on the insertion tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope's channels were blocked. There was no report of patient harm. The device was returned, evaluated, there was excessive grease identified within the side cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.